Event description:
It was reported by a customer that they noted leakage from bottom of intravenous pump.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on jan2026, medwatch report is medsun (B)(4).